Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, the xp-4000 could not be attached to the retractor. A replacement unit was used to complete the procedure. The hospital did not report any pt effects. The product was returned.

Manufacturer narrative:
Investigation: visual inspection revealed no nonconformities with the device. There was no evidence of blood on the device. A functional test was performed to test the mount lever. When the mount lever was pulled back, it successfully mounted on the accessrail platform. An add'l test was performed to determine if the xpose would tighten or not. The xpose and the flex link arm were secured in place when the knob was tightened. Based upon the findings above, the reported complaint "could not be attached to the retractor" could not be confirmed. A lot history record review was completed for the reported product lot number. There was no nonconformance which could have contributed to this failure mode. Internal file number - (B)(4).